Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, event attributed to. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to the patients reported pain. Per medical records review, about 9 years 8 months post implant of perfix plug, patient reports abdominal pain. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6), 2001. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2002 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿dissection and separation of the spermatic cord up to the deep inguinal ring. Dissection showed a small hernia sac and herniotomy was carried out. A perfix plug was placed to the deep inguinal ring using sutures.¿ (B)(6) 2004 - patient was diagnosed with right inguinal hernia thereby underwent open repair. Per operative notes, ¿the hernial sac was transfixed, ligated and excised. A polypropylene mesh was used to repair the hernia using sutures.¿ (there was no product identifier provided for this polypropylene mesh). (B)(6) 2011 - patient reported abdominal pain.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided.